Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon resection, at the first firing, device was set to the tissue and was fired, although the tissue was not that thick or hard, the firing knob was felt much stiffer than usual. When returning the knob to initial position, resistance was also felt, the knife could not be returned to initial position completely and release button was pressed forcefully to release the product in that condition. For the second firing, a new stapler was taken out and there was no hindrance to the operation. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned instrument noted no abnormalities. The single use loading unit (sulu) was fully applied and the interlock was engaged with no damage to the knife blade. Cracks were noted on the surface of the loading unit. Functional testing was performed which included resetting and reloading the sulu into the returned device. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may be due to use in tissue thicker than indicated. The instructions for use (IFU) states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.